Event description:
It was reported the customer had a low blood glucose event. The customer stated their blood glucose was 65 mg/dl and the paramedics were contacted. The customer was unable to provide further details at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.